Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not properly passing the self-test upon being powered on was not confirmed. The mpu (serial number (B)(6)) was not returned for analysis. Additionally, no log files, photos, videos, or any other supporting documents were submitted that would indicate an issue with the mpu. If the mpu returns for analysis, the file will be reopened to address the product return. Multiple attempts were made to obtain additional information about the reported event such as if log files could be provided from the time of the event, if the alarms resolved with the mpu exchange, if products will be returning to abbott; however, no response was given. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. C, section 3 ¿powering the system¿) displays how the mpu¿s power-on self-test is performed. ¿when initially connected to power, the mobile power unit automatically performs a self-test during which the green ¿power on¿ light turns on. The yellow wrench and the replace mobile power unit battery lights flash and the mobile power unit beeps twice. After the self-test is completed, the green "power on" light remains illuminated.¿ if this behavior is not observed, users are instructed to contact abbott for assistance. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the mobile power unit (mpu) was plugged in it alarmed that a self-test was not performed. It was unplugged and attempted again, and it failed a second time. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.